Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected data:product analysis:visual review confirms screw breakage at the base of the bone screw neck, prior to the start of the thread. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Significant facture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with progressive striations consistent with cyclic fatigue. Dimensional examination of the neck diameter of the bone screw confirms the implant is within print specification. The above observations are consistent with anticipated wear due to cyclic fatigue.

Manufacturer narrative:
Product analysis :rods not broken, as per event description information and visual review. After visual and optical examination no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.

Event description:
It was reported that in an unknown date, post-op, one mas implanted in sacro was broken. It was reported that the patient underwent revision surgery for the removal of implant.

Manufacturer narrative:
This correction is filed to correct the analysis results. Product analysis : visual review confirms screw breakage at the base of the bone screw neck, prior to the start of the thread. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Significant fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with progressive striations consistent with cyclic fatigue. Dimensional examination of the neck diameter of the bone screw confirms the implant is within print specification. The above observations are consistent with anticipated wear due to cyclic fatigue.